Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis underwent a thorough analysis. The cylinders, pump and reservoir were visually and microscopically examined, and functionally tested. The first cylinder had a hole consistent with explant damage. The second cylinder had two holes in the outer tube, including a hole by the proximal cylinder body from kink resistant tubing (krt) wear and another hole consistent with sharp instrument damage. Torn fabric threads were present. No leaks were found in either cylinder. The pump was functionally tested and did not pass deflation or activation testing. The reservoir performed within specification. Based on the analysis results of the device, the reported event is confirmed as the pump issue could have caused or contributed to the reported clinical observation.

Event description:
It was reported that this inflatable penile prothesis (ipp) would not deflate or inflate. The device was explanted and replaced. There were no additional patient complications reported.

Event description:
It was reported that the patient underwent an inflatable penile prothesis (ipp) surgery due to the device failing to inflate and deflate and no longer working. There were no patient complications to report.